Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot#: va20qrr, implanted: (B)(6) 2019, product type: lead. Section other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had not worked since the replacement. The caller stated that the device had helped some, but not by at least 50%, they were still ¿pissing themselves all day long.¿ the caller stated that last week they found out that 2/4 electrodes had moved so only 2 of their electrodes were below their coccyx. The caller stated that they had no idea how the leads moved, but they didn¿t think that mattered since the device had never worked for them. The caller stated the healthcare provider reprogrammed their device for the 2 electrodes that were in place, but that hadn¿t made a difference and they would like a second opinion. The patient was emailed healthcare provider listings for a possible second opinion. No further complications were reported.